Event description:
Information received by medtronic indicated that the high pressure test was not passed. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged high bgs and absence of occlusion alarm/insulin flow blocked alarm found on 20-may-2022. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. However, the pump had a high sleep current measurement. No absence of occlusion alarm/insulin flow blocked alarm noted during the testing. The insulin flow blocked alarm functioning properly. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted during the testing. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 05/19/2022 12:53:00.000 insert battery alarm was recorded and found in the formatted history file on: 05/20/2022 21:28:58.000 05/20/2022 21:38:00.000 and power loss alarm was recorded and found in the formatted history file on: 05/20/2022 23:24:36.000 power loss alarm was expected since the battery was removed for more than 10 minutes. Earliest power data available per the power management tool/detail trace file is on 25-may-2022 at 4:40:55 am. There was no power data available for the date of 19-may-2022 at 12:53:00.000. Unable to check power data for low battery alert. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement.the pump had a high sleep current measurement, suspected on the pcba 2. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a cracked case behind the pump near the battery tube compartment. Unable to verify customer alleged for high bgs. Absence of occlusion alarm/insulin flow blocked alarm was not confirmed. Unexpected battery power loss or replace battery alert/replace battery now alarm was confirmed, suspected on the pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section e2.

Event description:
Customer reported via phone call that they had a high blood glucose event. The blood glucose value was 232 mg/dl. The customer did not provide information about symptoms of high blood glucose value. Customer was not on auto mode. Customer had been using insulin pump system within 48 hours of reported event. Device was returned for analysis.